Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified; a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-60389 and 3005099803-2018-60391 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that two wallflex biliary rx fully covered stents were to be used to treat a pancreatic head mass tumor in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during stent deployment, the first wallflex biliary rx delivery system (the subject of this report) broke and was separated from the distal end. The stent was removed from the patient fully covered by the outer sheath. The device was inspected and noted that the catheter was separated at the rx wire port. A second wallflex biliary stent (the subject of MFR. Report # 3005099803-2018-60391) was used and the same issue had occurred. Reportedly, a third wallflex biliary stent was opened and the procedure was completed with this device. There were no patient complications as a result of this event.